Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03394. Related manufacturer reference number: 2017865-2020-03395. Related manufacturer reference number: 2017865-2020-03396. It was reported that the patient developed an infection. A cardiac ultrasound was performed; vegetation growth was noted on the right ventricular lead. The patient had been complaining of a fever prior to the ultrasound. The whole system including the implantable cardioverter defibrillator, atrial lead, right ventricular lead and left ventricular lead were explanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.